Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The problem was resolved with an onsite visit by a field service engineer. To resolve the problem, the fse replaced the connector socket. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.